Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pwd contacted support to report elevated sensor glucose levels following an infusion set change earlier the same day. The pwd stated that after noticing rising sg values, he replaced the infusion set and observed that the cannula was bent upon removal. The pwd indicated uncertainty as to whether the bent cannula may have been related to scar tissue at the insertion site. The pwd completed a full cassette and infusion set change, after which no further issues were reported, and the highest reported sg value was 178 mg/dl. No leakage or loosening of the infusion set was observed, and no visible damage to the tubing was reported, aside from the bent cannula. The event occurred while in use with patient and there was no patient injury.